Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
When inserting the stent over a cook rosen wire and through a 7f oscor destino sheath, the stent separated from the balloon while being advanced. The stent and catheter could be removed. No patient injury.

Manufacturer narrative:
Analysis: a review of the complaint details was conducted. The provided information indicates that the stent dislodged while being placed through the curve of the steerable guide catheter (7f oscor destino). The v12 catheter was disinfected and analyzed to determine the cause of the complaint. Upon inspection it was noted the stent had become dislodged from its original crimped position on the balloon. The stent had a slight bend to it. The crimped stent diameter was measured in the middle of the stent and found to 2.3mm and is indicative of a properly crimped stent. The surface of the balloon was also evaluated to determine if the stent was crimped properly during manufacturing, when the stent is crimped on to the folded balloon the stent frame leaves impressions on the surface of the balloon. The crimped stent impressions were clearly visible indicating that the stent was properly crimped during manufacturing. The 7fr oscor destino sheath used in the case was also returned. This sheath is a steerable sheath capable of creating a tight radius. Upon initial inspection the distal end of the sheath, where the apex of the bend of the sheath is located, was badly deformed. In an attempt to understand how tight the radius was a new 8mm x 38mm x 120cm stent was placed into the introducer sheath. When the device came to the bend in the sheath the resistance met was moderate and the bend in the sheath was straightened out by the sheath. The stent was still in place and not dislodged. In an attempt to make the stent dislodge the handle of the steerable sheath was cranked to its tightest position creating a very tight radius. The radius was held in position so as to prevent the bend from straightening when the v12 was placed through it. Upon advancing the stent into radius the product could not be advanced. The radius was too tight for the product to navigate. As the sheath was not allowed to deflect as it would in the native vessel the stent would not advance. Based on the imaging provided this case appears to have been very complex as the iliac arteries and the aorta are completely lined with multiple stents and stent grafts extending up to the superior mesenteric artery. If the steerable oscar sheath was within another stent or the aortic graft it is reasonable to expect that the sheath would not be able to deflect thus not allowing the stent to pass over the tight radius created. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. All 59 devices passed through the introducer sheath during the lot qualification testing were able to be removed back through the 7fr introducer sheath without issue. Conclusion: based on the review of the complaint details, a review of the returned device and the device history records review, atrium medical cannot conclude that the stent dislodging while navigating the curve of the steerable introducer sheath was a fault of the design or manufacture of the device.